Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with two proglide devices using the pre-close technique via a 8f sheath prior to an electrophysiology procedure. Reportedly, when removing the first proglide device, the suture got caught in the foot. The device was pulled forcefully and it was able to be removed. Although there was difficulty, the sutures were successfully pre-placed. During use of the second proglide, when removing the device to the skin surface, insertion of the guidewire was difficult; however it was successfully inserted. The sutures of the second device were successfully pre-placed. The sheath was upsized to 12f and the electrophysiology procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.